Event description:
No additional information received.

Manufacturer narrative:
Investigation summary: one photo received by our quality team for investigation. Through visual inspection, hole on the upper part of the barrel near the syringe tip is observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the teams investigation, possible root cause is associated with molding process. Adjustment in the molding process will be implemented. Manufacturing personnel have been notified and additional training has been performed.

Event description:
It was reported that the bd luer-lok syringe barrel/flange was damaged. The following information was received by the initial reporter: "hole somewhere on the base of the tip rendering the product unusable." Injuries or adverse event: no item: 303310 quantity affected: (B)(6) each serial/lot number: (B)(6)

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed